Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was having power issues, resulting in the patient experiencing elevated blood glucose (bg) up to 300 mg/dl with vomiting and ketones. The reporter noted that the power issues began about a month and a half ago. The battery cap was reportedly replaced in (B)(6) 2012. The patient's bg elevations were reportedly treated with an insulin injection and changing the battery and supplies. Troubleshooting could not be completed because the call was dropped. Customer technical support attempted to reach the reporter multiple times to complete troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia related to power issues with the pump.